Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump could not charge properly without the customer maneuvering the cable into the charging port at a certain angle, in order to complete a successful charge. There was no impact to the customer's blood glucose level. A replacement cable was sent to the customer. Follow up with the customer confirmed that the pump was able to be completely charged using the replacement usb cable and no further issues were noted.